Event description:
Boston scientific rec'd info that during a f/u visit, this right ventricular lead was found to have dislodged and was causing ectopy. During the lead revision procedure, the lead was explanted and replaced. There was no report of adverse pt effects due to the explant procedure. As of today, the explanted product has not been returned for analysis. If the product is returned or if add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.